Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis on an unknown date. The customer blood glucose was unknown. The customer was treated in the hospital. The customer was also reported that they had issues with button. The insulin pump will not be returned for analysis.